Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted for the treatment of neck dilation in a 78mm abdominal aortic aneurysm which a previous non mdt stent graft system was insitu. It was reported approximately 5 years post the index procedure the patient was diagnosed as having had a stroke with symptoms of poor attention and concentration. The patient was treated with medication and the stroke was confirmed as resolved on the same date. The site have assessed the stroke as possible related to a reintervention procedure the patient had for aneurysm expansion on the same date and uncertain if it is device related. The sponsor has assessed the stroke as not related to procedure or device and possible related to aneurysm disease.  No additional clinical sequelae were reported and the patient is fine.